Event description:
The treating physician was experiencing a problem with the a-lead, & at the time tried to extract by pulling on lead without success. The pt was referred to the hosp for extraction. Lead found to be broken in 2 pieces & the j-wire was extended. Pt was at risk for complications. The cool extraction system was used to obtain parts of the lead, but eventually the chest had to be opened due to exposure of coil of lead & also unable to get broken j-wire. All leads & j-wire removed. No pt complications.